Manufacturer narrative:
Report date: 01feb2019. Date rec'd by MFR.: 23jan2019. Multiple attempts were made to retrieve the repair information from the customer; however, no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
Problem statement: it was reported that when the oxygen (o2) concentration on a v60 ventilator was set to 100% , the measured o2 concentration was 93.3%. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.